Manufacturer narrative:
B3: event date estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jul-01 information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary incontinence and urinary/bowel dysfunction. It was reported that the patient stated one of their machines was coming up with an error message that said the system was operating at maximum settings, and therapy could not be increased. The patient stated this started about 3 weeks ago. They stated they had tried all the different scenarios, and it's not a "happy camper". The patient clarified they were unable to increase stimulation any higher because they were getting this message. The patient stated they had the therapy at a very low level. The patient reported that on some of the programs they couldn't even go past 0.2. The agent reviewed the maximum settings overview. The agent reviewed the therapy overview and redirected the patient to their healthcare provider (hcp) to further discuss/address the issue. [See general text info for details on omitted information. On 2025-aug-12 additional information was received from the patient. They reported that the cause of the max settings and unable to increase was due to a malfunctioning unit (right side). The steps taken to resolve the issue were they reprogrammed and added programs on 2025-jul-15. They didn't indicate if the issue was resolved.